Event description:
It was reported that during cleaning and sterilization, the customer noted a wire sticking out of the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.